Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 1.2 inr. Customer's coumadin dose was stopped for 2 days based on the meter result. Customer's coumadin dose was then resumed at a decreased dosage level. No adverse event reported. Requested return of suspect system and replacement was sent.